Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were reproducible. The provided calibration and qc data was found to all within the expected range. Therefore, the positive result for the toxo igg assay was confirmed to be correct.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys toxo igg immunoassay result for one patient sample from a cobas 6000 e 601 module. The serial number was requested but was not provided. The patient was a woman who gave birth at this hospital but had been tested for toxo igg throughout the pregnancy by a private laboratory which used beckman toxo g. All previous results for the patient were negative. When tested at this hospital, the result was 40 iu/ml (positive). The sample was sent to another laboratory for western blot testing and the result was negative. The sample was also tested by an abbott method and the result was 1.20 ui/ml (negative) and by a siemens method and the result was 8.60 ui/ml (negative). The results were reported to the clinician. There was no allegation of an adverse event.